Event description:
It was reported that the patient presented in-clinic for follow-up. The lead was diagnostically imaged prophylactically- lly. Externalized conductors were noted. No electrical anomalies were detected. The lead will be monitored. Monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.